Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01305. It was reported that the patient experienced a dural puncture with minimal cerebrospinal fluid (csf) leakage during a perm implant procedure on (B)(6) 2020. The physician performed a blood patch and the surgery was completed successfully with no reported symptoms post-operatively.